Event description:
It was reported that the patient had a pump refill on (B)(6) 2015 at which time there was a change to the dosing. Following the refill, at 1pm, the patient was able to deliver a bolus via the personal therapy manager (ptm) but since then had been receiving an error code of ¿8503 physician bolus in progress¿. The healthcare provider (hcp) mentioned that it may be until (B)(6) 2015 when the new mixture would ¿start to hit.¿ per the hcp, the issue had been resolved. There were no patient symptoms and the patient recovered without permanent impairment. The device system delivered morphine, bupivacaine, and fentanyl.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).